Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) migrated from its original position. A physician stated evidence suggested migration was caused by patient's manipulation of the device. The crt-d eroded through the patient's pocket, which carries a high risk of infection. The patient underwent a pocket revision and the crt-d lead was repositioned to resolve the issue. No additional adverse patient effects were reported.